Manufacturer narrative:
(B)(4). Initial reporter occupation: patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As stated " eleven and half years ago I had a metal on metal hip replacement (depuy). Over the years, my cobalt level rose to a 5. On the above mentioned date. I had it fixed. In the last five months the cobalt has drained out of my system and my chromium is at a .9. What bothers me is the initial doctor who put the replacement in never followed up to tell me or anyone else that there is a problem. Initial hip replacement was in 2007. Another hip replacement in 2018. I have two hips replacements."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.